Manufacturer narrative:
Section d4 serial no was updated. The testing was allegedly performed using two c501 modules. However, it is unknown which specific samples or corresponding results are associated with each module.

Manufacturer narrative:
The field service representative identified that a sealing ring was missing from one of the electrodes, but it was not specified which electrode was missing the sealing ring. The investigation determined the issue was due to a missing sealing ring, caused by an operator error.

Event description:
There was an allegation of questionable test results for 9 patient samples on a cobas 6000 c501 module. The sodium electrode (na), potassium electrode (k), and chloride electrode (cl) were affected. Patient 1: the initial na result was 139 mmol/l, and the repeated result was 151 mmol/l. Patient 2: the initial na result was 139 mmol/l, and the repeated result was 146 mmol/l. Patient 3: on (B)(6) 2025, the initial cl result was 121.7 mmol/l, and the repeated result was 145.7 mmol/l. Patient 4: on (B)(6) 2025, the initial na result was 141 mmol/l, and the repeated result was 149 mmol/l. Patient 5: on (B)(6) 2025, the initial na result was 142 mmol/l, and the repeated result was 150 mmol/l. Patient 6: on (B)(6) 2025, the initial na result was 140 mmol/l, and the repeated result was 150 mmol/l. Patient 7: on (B)(6) 2025, the initial k result was 4.65 mmol/l, and the repeated result was 5.19 mmol/l. Patient 8: on (B)(6) 2025, the initial na result was 140 mmol/l, and the repeated result was 148 mmol/l. Patient 9: on (B)(6) 2025, the initial na result was 138 mmol/l, and the repeated result was 146 mmol/l. The samples were repeated because qc failed.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.